Event description:
Employer sent employee out on a delivery employer said (implied back support belt is safety equipment) and mandatory to wear. Device collapsed on employee when lifting two cases of antifreeze that were double taped together for shipping back support belt failed came loose did not stablize employer and manufacturer failed to warn of impending dangers of such device. Employee received grevious injury to lower back at l3-l4 l4-l5 l5 -s1 which gave a permanent injury. [Note** medical device is sold through a industrial safety catalog] employer knew about device as not being safety equipment. Employer implied back support belt as being safety equipment and mandatory to wear product is untraceable as their is no skew on product or model# on such device or catalog# on such device no expiration on such device. Employer and manufacturer failed to warn of impending danger of such device. Employer and manufacturer failed to label such device as medical equipment.